Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas on behalf of the patient to reported unexplained elevated blood glucose of 502 mg/dl. According to the reporter, at 6 pm, the patient had blood glucose reading of 502 mg/dl and took insulin via the subject pump. Her blood glucose decreased to 160 mg/dl but was elevated once again to 423 mg/dl. At the time of concern, she tested positive for ketones and was vomiting. Her doctor took her off of insulin pump therapy and placed her on the backup plan. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. There was no bent cannula at the infusion site. The insulin pump system did not have any bubbles or leakage issue. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. Additional contributing factors to the reported event include patient is (B)(6). This complaint is being reported because the patient had elevated blood glucose reading over 502 mg/dl and tested positive ketones while on insulin pump therapy. Although there was no product malfunction involved with the event, the subject pump cannot be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.